Event description:
It was reported that pump experienced malfunction with malfunction message displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.